Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure after repeated tests, impedance parameter was too high. The physician decided to replace the lead and was successfully implanted. There were no adverse health consequences to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.